Event description:
This event was reported as: thrombosis. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed no apparent inconsistencies other than mechanical injuries which appeared artifactual of explant. X-ray analysis revealed no apparent inconsistencies. The primary cause for dysfunction of this valve was determined to be due to emboli, as reported clinically. H6: 86=x-ray analysis.